Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® k2e 3.6mg plus blood collection tubes had under-fill or low draw of a tube with blood. The event had 2000 occurrences. The following information was provided by the initial reporter: "when filling, the sample didn't fill to the fill line. Samples collected with closed system eclipse needle".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the bd vacutainer® k2e 3.6mg plus blood collection tubes had under-fill or low draw of a tube with blood. The event had 2000 occurrences. The following information was provided by the initial reporter: "when filling, the sample didn't fill to the fill line. Samples collected with closed system eclipse needle".